Event description:
A pt reported experiencing inaccurate low results with an ot basic meter. The pt's blood glucose was meter 7.1 versus lab 15.0 mmol/l within 30 minutes with the differnce of 53%. Pt did not experience any adverse events. No further info has been reported.